Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that part of a bearing on the short attachment device came off. It was not reported if the device was used in surgery, or if there was patient involvement. There were no reports of a delay to a surgical procedure, and it was unknown if a spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which found that the cutter could not be inserted. It was determined that the bearings were worn and no longer in axial alignment not allowing insertion of the cutter. The assignable root cause was determined to be due to worn out bearings due to normal wear and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.